Manufacturer narrative:
Medical products and therapy date. Detail of product: item # unknown, item name revitan proximal hip, lot # unknown. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that patient underwent revision surgery due to fracture of a revitan stem. Broken cone was recognized in the patient.

Event description:
No event update.

Manufacturer narrative:
DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trigger considering the following event is identified: modular pin fracture no lot trigger: only 1 similar investigated event for the lot number 2465484 has been found. A trend is identified if at least one of the following criteria is met: - 3 similar events within 1 month for the same item number - 6 similar events within 6 months for the same item number - 2 similar events for the same lot number review of event description: it was reported that the revitan stem had a cone breakage and the patient underwent revision surgery on (B)(6) 2019. Review of received data: - 1 undated x-ray was received for the investigation. Left hip ap-view: inclination angle of the cup approximately 50 degrees. The connection pin of the modular stem is fractured. The proximal part of the stem is tilted medially approximately 33 degrees. At the medial side of the proximal part of the stem the bony support seems to be suboptimal, the connection site lies clearly above the lesser trochanter. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. It was reported that is was discarded. Review of product documentation: - all involved devices are intended for treatment. - the compatibility check was performed and showed that the product combination was approved by zimmer biomet. - surgical technique of revitan stem is not reviewed as no surgical report was received to confirm whether the st was followed or not. Conclusion summary review of the device history records for the product did not identify any deviations or anomalies related to the reported event. The investigation results did not identify a non-conformance or a complaint out of box (coob). The present x-ray of the left hip confirms the reported fracture of the revitan stem at the connection point eight years after implantation. At the time of implant failure, only a slight overweight of the male patient is documented. Neither the degree of activity nor the cause of the implant fracture are known. There are no previous x-rays available, which is why no reliable statements can be made about the structural conditions before the implant is fractured. The present x-ray may suggest that the bony support was sub-optimal proximal medial at the time of the implant fracture. According to the surgical technique, it can be assumed on the basis of the present x-ray that the center of the head was oriented approximately correctly before the implant fracture. Taking into account the available information and the radiological diagnostics after occurrence of the implant failure, it is not known which factors ultimately led to the breakage of the connection pin 8 years after implantation of the revitan stem. Based on the given information the complaint could be confirmed. However, an exact root cause could not be identified. Corrective and/or preventive actions have been initiated to prevent reoccurrence of potential pin breakages of the revitan revision hip system in the future. Zimmer gmbh decided to initiate a field action in order to proactively inform the surgeons about high risk patients as they might not be aware of the explicit warning in the IFU. The action was initiated on january 13th 2017. As the actual device reported in section d is not marketed in USA, the USA/FDA is not affected from this notification. Zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350 - 2019 - 00520.

Manufacturer narrative:
D11 medical products and therapy date detail of product: item number 0100402055 item name revitan, proximal part, cylindrical, uncemented, 55, taper 12/14 lot # 2572313 item number 00642803201 item name alumina ceramic femoral head 12/14 taper 32 mm diameter -3.5 mm neck length lot # 60893559 this follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional and corrected information are filled in the following fields: a cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).